Event description:
It was reported that after 18.5 hours of infusion therapy the cassette tubing detached from the filter. Blood backed up into the tube set (downstream). Medibag was filled with 4400ng inj fluorouracil in sodium chloride 0.9%. No patient injury or adverse event was reported.

Manufacturer narrative:
Cassette was received on 08/14/2008 for evaluation. It is noted that blood was backed up into the tubing set. The downstream tubing closest to the cassette is detached from the filter. Upon examination of the tubing, it is noted that the bond area which secures the filter and the tubing had an inadequate bond at this connection. Retains from this lot were visually examined. No partial bonds or inadequate gluing found. This is the first time our company has seen this type of bond failure. We have issued a corrective action to determine a root cause for this partial bond failure.